Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the tip-up fenestrated grasper instrument could not be fully opened and the articulation at the wrist was not functioning. Upon inspection, a cables was noted to be dislodged from the driving pulley. A back-up instrument was used to complete the procedure. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.